Event description:
It was reported that the patient underwent a 1.5 tesla MRI scan of her knee. The abdominal implanted implantable neurostimulator (ins) was switched off during the scan. The patient felt no unpleasant sensation during the scan. After the scan, it was not possible to switch on the ins with the patient programmer. The patient was seen by the physician the next day. Contact with the device was attempted. Even with the clinician programmer successful telemetry was not possible. A fluoroscopy image showed a normal position of the device. No rotation of the telemetry surface was noted. The last follow-up before the MRI was on (B) (6) 2009 and (B) (6) 2010. No abnormalities were noted. The ins was replaced. No patient outcome was reported.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.